Event description:
During the coronary artery bypass procedure, the heartstring seal was defective. The hospital did not provide any further information. No patient complications were reported. In 2003, failure analysis verified the seal was cracked.